Event description:
4 french PICC, 12 hours following the repair of the catheter, using the repair kit, the catheter broke inside the pt, embolized. The product was removed from the insertion site. No pt injury.